Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2024-02327. It was reported that during an elective ipg replacement on (B)(6) 2024 the patient's lead were found to have migrated. One lead was all high impedances during the procedure. Post-surgery, both leads were found to have all high impedances. The patient reported to have fallen multiple times prior the surgery. As a result. Surgical intervention may be undertaken at a later date to address the issue.